Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section e1: (email address): unknown/not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code 4631-pt-removal and replacement: procedural complications. Section h6- device code - device code 3191: dc-unspecified/other w/ patient involvement. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded monofocal intraocular lens (iol), model ar40m at ¿8.0 diopters, was intended for use by the surgeon during an emergency case. However, the ¿8.0 d lens had to be removed (¿cut out¿), and a replacement lens of the same model at ¿5.0 diopters was implanted instead. No additional information was provided.